Manufacturer narrative:
Unable to prime during prime and system sensor due to faulty back sensor. Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with cracked battery tube thread and cracked reservoir tube lip noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt and occurred three times. Customer's blood glucose was 179 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.